Manufacturer narrative:
Based on the information provided at this time, no conclusions can be made. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the sepramesh ip (device 1). An additional emdr was submitted to represent the other bard/davol device. Not returned.

Event description:
It was alleged by the patient's attorney that on (B)(6) 2010 the patient underwent surgery for the implant of an unspecified bard/davol sepramesh composite ip (device 1). It is further alleged that on (B)(6) 2010, the patient underwent surgery for the implant of an unspecified bard/davol sepramesh composite ip (device 2). It is alleged that on (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient is only making a claim for an adverse patient outcome against the two (2) sepramesh composite ip (device 1 and 2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."